Event description:
A doctor had alleged that a twisted file had broken during a patient's procedure.

Manufacturer narrative:
Specific patient information with regard to gender, age, and weight were not provided. The patient had returned for a separate appointment to have the broken part removed and the root canal procedure was completed. To date, the patient is doing fine. The product was not returned; however, visual and physical evaluations were performed on retained samples, yielding results within specifications. In addition, a DHR review indicated that there were no deviations from the manufacturing process.